Event description:
The customer reported that they noted sears on the pt's skin at the return pad site following an atrial fibrillation ablation procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.